Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements. A lead fracture was suspected. Programming changes were made. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.